Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "flow rate deviation". According to the customer: "nursing staff say that what was calculated to be delivered and what was actually delivered by this device don't match. The customer returned the pump to bbmirl for service/repair. While logging the pump in service max (B)(6) 2022 the docket with above stated issue was identified". "

Manufacturer narrative:
(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.